Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedance measurements and high pacing thresholds. Another rv lead was implanted. No additional adverse patient effects were reported.